Event description:
It was reported that during a tka procedure, the long attachment was not tightly fitting into hand-piece therefore leading to intra operative slow downs and issues. Unsure if it is due to the snap lock in the hand piece or the long attachment. This issue is present in all hardware on premise. The drill was removed from hand piece mid case, reinsert, recalibrate (when necessary). Investigation results revealed that snaplock nut became unthreaded from the snaplock which makes the event reportable.

Manufacturer narrative:
The device, used in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut became unthreaded from the snap lock. The user could have misinterpreted this issue as an improper fitting long attachment since the unthreaded nut can cause additional issues and errors. The malfunction is likely due to supplier / raw material fault.